Event description:
(B)(4). About four months after receiving the essure I start having trouble picking up my son, my muscles start getting really weak then my hair was shedding, then I lost my tooth a few months later. I lost my mobility I couldn't walk without bumping into things. My equilibrium will be off, then I start falling. My memory start getting foggy, I start getting light spots on my legs, it got so bad in 2013 I couldn't walk every time I get up to walk or try to set up I will have to have a help. I recall sitting on the couch on friday and my hands and my feet was hurting really bad so I tried to take a warm shower to try to stop the pain and looked down and noticed that my toes were starting to space and I looked at my hands and my hands are starting to turn towards the left, I went to bed but when I woke up the next day. My pinky finger was deformed, I want to my dr. She diagnosed me with rheumatoid arthritis and vitamin d deficiency. I have had nerves taken out of my lower back. I've had several hip x-rays because of very sharp pain in my hips, and my feet, my hands in my back and my abdomen area. I have not played with my son the (B)(6) years of his life do to my chronic pain. I have really bad head aches and my memory is so bad that I can set and help him with his homework. I have symptoms of yeast infections with the cottage cheese and everything but every time I get tested no yeast infection. My stomach hurt from the top to the bottom from the side to the back. I will get really heated bumps on my legs my stomach my alarms and they will turn into balls and pop at some liquids stinky stuff will come out of it like I was burning from with in my skin would have really dark black spots on it. The dr would tell me that my test came back they don't know what it could be. I lost some much weight, I recall looking in the mirror and I was skin and bones. Like my breast and my butt was sagging like just clinging to my bones. Nobody could tell me way these things where happening to me and my body. I lost myself, I can't smile because my teeth are chipped in the front. My device was covered by my insurance and all the specialties that I have to encounter after the device was implanted we're covered by my insurance is well. I have lost my job from this. I can't keep a job because of the pain I'm in on a daily basis. I can't even think past go sometimes, I feel like I'm lost. My (B)(6) won't talk to me because he say I always forget what he told me. I have lost my boyfriend because he and every other man think that I am crazy. My nose is always running. I had a cough for a year and it would not stop. My toenails and my fingernails where disc colored with blood clots. I will bleed for two to three weeks nonstop. After seven years of pain, heart aches and breaks. The love of my son, lost of employment and the life and healthy lifestyle I once knew I have to have a total hysterectomy.